Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the reported issue was likely due to the user not following the reprocessing instructions. The device's instructions for use includes a description of how to properly clean the forceps rise wire channel. Compliance with this information may have prevented the occurrence of this phenomenon. This is addressed in the device's instructions for use (IFU): "chapter 7 cleaning, disinfection, and sterilization procedures 7.3 precleaning. Flush detergent solution and air into the elevator wire channel (p.113-114) 7.5 manual cleaning. Flushing detergent solution into the elevator wire channel (p.135)".

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Additional information received form the customer states the in-service that was provided was not due to any patient correlation or equipment issues. This was provided due to staff turnover and refresher.

Manufacturer narrative:
The device will not be returned. As part of our investigation, the provided a reprocessing in-service for the tjf-q180v and ultrasound gastrovideoscope models that included all pre-cleaning, leak testing, manual cleaning, disinfection, and sterilization information from the olympus manual. The ess recommended that customer use the washing tube and cleaning brush per the validated method. The ess reported that the customer will order the cleaning brush. The ess scheduled a follow-up in-service to the educate staff on how to use washing tube during bedside cleaning. The ess also provided information regarding repair prevention online training, ontrack form and information regarding washing tube and cleaning brush to the manager.

Event description:
The service center was informed that during an onsite reprocessing in-service with an endoscopy support specialist (ess), it was noted that staff did not use washing tubes to flush eus elevator channel during bedside cleaning and did not use the cleaning brush and syringe to brush and flush forceps elevator during manual cleaning. The ess reported that the facility¿s gi technicians and licensed practical nurse (lpn) mentioned they were not aware of the cleaning steps using washing tube and cleaning brush. There was no patient involvement, patient infection or device positive culture reported.